Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead pacing impedance high out of range. Later on, the impedance measurements drop down. The device remains in service. No adverse patient effects were reported.